Event description:
It was reported that the patient has shortness of breath. It was also reported that the device reset in a full body scanner and that the patient is pacemaker dependent. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device recorded a power on reset due to a parity error that occurred on (B)(6) 2010 in address location "0c a6". The severity is low and the device should be able to fully recover after the reset.